Manufacturer narrative:
(B)(4) date sent: 3/19/2025 d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the location of the tear when compared to staple line? Were there any staple formation issues? What was the specific operation? What was the manner of reconstruction after gastrectomy? Given the location of the tear, why does the surgeon believe that the post operative leak is associated with the ethicon stapler? How was the leak identified? Was the buttress used near the stapler line of the leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic distal gastrectomy for duodenum resection. The patient was in bad health a few days later. Re-operation was performed and a tear near the duodenal staple line and leakage were found. Additional suture was performed to complete the case. No device will be returning. No further information is available.